Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the external paddles are damaged. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx defibrillator indicating that the external pads were damaged. There was reportedly no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was not identified. To resolve the issue, the external paddles and waterproof external paddles were replaced. The device passed operational testing and was returned to service. The device remains at the customer's site. No further action is warranted at this time.